Manufacturer narrative:
Product investigation is in progress.

Event description:
Took out the product... Piece of fluff was stuck on the applicator [device breakage]. Case narrative: consumer reported that when she took the tampon out, a piece of fluff was stuck on the applicator. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Took out the product... Piece of fluff was stuck on the applicator [device breakage]. Case narrative: consumer reported that when she took the tampon out, a piece of fluff was stuck on the applicator. No injury was reported.